Event description:
It was reported that the customer's insulin pump was cracked toward the up arrow button going all round the device, and the drive support cap was coming off. The blood glucose reading was 182mg/dl. Advised the mother to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked on top right corner near the display window and near the up button dome switch. The device had cracked on the end cap near the drive support disk. Drive support disk was inspected and not anomaly noted.